Event description:
It was reported that pump displayed malfunction code 9 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer initially could not complete pump reset because customer was using third-party charging pad, so technical support provided reset instructions and assisted with reset, then attempted multiple follow-ups by phone and email before planning to send final follow-up email and close case.